Event description:
A caller reported experiencing an error with their continuous glucose monitor (cgm), specifically a cgm error 42 related to the g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information on how to reset their pump and assisted the caller through the process. After completing the reset, the cgm error code did not reappear, and the caller successfully started a new sensor session.